Event description:
It was reported that the device had a system error, belt slip message while in use. No reported patient effect. Ref - (B)(4).

Manufacturer narrative:
(B)(4). Service has been requested and a supplemental medwatch will be submitted when add'l info becomes available.